Event description:
Customer reportedly received results of 400 mg/dl and 150 mg/dl within 10 minutes on the aviva system. No symptoms reported with these results. No actions taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.